Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the clips got stuck during the surgery. It was removed from the tissue safely but the surgeon thought it was not safe to use it again. So he decided to open a new device. There were no adverse consequences for the patient.